Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie drawer failed to stay closed. The customer stated that there was a delay in the dispensing of the medication and the malfunction occurred when the user tried to issue medication to the patient but managed to retrieve the medication from another machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full-height drawer needed to be replaced. A field service engineer (fse) observed that replacing the inseparable latch magnet did not relieve the failure. The field service engineer replaced the open/close sensor on legacy full-height drawer 7 to resolve the issue. The fse observed that the inseparable latch magnet was still intact, but it would not be detected. After the replacement the drawer was able to detect open/close successfully. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility name - (B)(6) medical center.